Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations were critical override mode. The technical support specialist (tss) rebooted the server, after which services resumed normal functionality. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were under critical override. An error message was displayed on the screen stating, "patient data may not be current," indicating a patient and order interface issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.